Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open stomach perforation repair on the patient, the device could not close the blood vessel and suddenly, the clip burst out. This caused bleeding and the blood vessel was closed immediately after the clip was replaced to achieve the hemostatic effect. The operation was successfully completed.